Manufacturer narrative:
Event date is estimated. Ineffective therapy was reported to abbott. Issue was resolved by replacing the lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device implant information. Further information was requested but not received.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the lead was explanted and replaced.